Manufacturer narrative:
B5. - correction - the explanted generator was received for analysis. D9. - correction - device was received on 10/27/2023.

Manufacturer narrative:
Correction - h3. Device evaluated by MFR? No - code 02 were inadvertently not selected in supplemental report #1.

Event description:
Generator analysis was completed.

Event description:
It was reported that following a generator replacement, a high impedance was seen for the patient. The patient was referred for surgery. During the surgery a new generator was used and when inserted to the patients lead, impedance was ok. Per the report, the surgeon was adamant of a new generator replacement. The suspect product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.